Event description:
It was reported via repair work order that the footboard lockouts would not turn off due to a faulty motor control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.